Event description:
Physician was attempting to implant one endeavor resolute drug-eluting stent to a severely calcified lesion with 90% stenosis in the lcx. The lesion was pre-dilated. An attempt was made to advance the device, but the stent could not pass through the lesion. The device was inspected before use with no issues noted. No resistance noted at the lesion. No patient complications as a result of this event. The device was returned to the manufacturing facility and analysis confirmed damage to the stent. Evaluation summary the hypotube was undamaged. The distal tip was deformed. Initial mandrel movement was successful. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. The 7th, 8th, 9th, 10th and 11th distal segments were deformed, the 9th and 12th proximal segments are misaligned with raised struts. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).

Manufacturer narrative:
Results, conclusion: stent deformation, stenosis and calcification. (B)(4).